Event description:
Information was received from consumer regarding a patient who was receiving fentanyl and clonidine via an implantable pump for non- maligant pain use. The patient reported that the personal therapy manager (ptm) did not seem to be working like it should for a couple months. The patient stated it took 25-30 minutes to get a bolus and the screen got stuck at 90 percent when they were trying to connect to the pump. The patient service assisted patient with clearing the data from the handset and patient was able to connect the pump very fast. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software product ID hh90t01. Serial# (B)(6): product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.